Event description:
The customer reported a falsely decreased sodium result generated by the alinity c processing module for a patient sample. Upon repeat testing, the sodium results were within the normal range. The following data was provided: customer¿s normal range: 136 to 145 mmol/l. Sample ID (B)(6): initial sodium result = 103 mmol/l. Repeat result on the same analyzer = 142 mmol/l. Repeat result on a different analyzer = 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated by the alinity c processing module for a patient sample. Upon repeat testing, the sodium results were within the normal range. The following data was provided: customer¿s normal range: 136 to 145 mmol/l. Sample ID (B)(6): initial sodium result = 103 mmol/l. Repeat result on the same analyzer = 142 mmol/l. Repeat result on a different analyzer = 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A review of tracking and trending for the alinity c ict sample diluent (list number 07p53) did not identify any related trends. Additionally, a ticket search by lot did not identify an increase in complaint activity. A device history record review did not identify any nonconformances or deviations associated with lot number 23265un25 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. As part of troubleshooting, the patient sample was rerun on the initial instrument and on a separate instrument, both with the same reagent lot, which generated acceptable results. Quality control results were within range. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 23265un25, was identified.